Manufacturer narrative:
The investigation into the reported purge leak was completed. The device was returned for evaluation. Functional testing confirmed fluid leaking out of the top of the purge reservoir membrane cap. The leak was noted to be coming through a tear in the blue membrane at the left of the center hole of the housing cap. The root cause of the purge leak was sidearm reservoir damage. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended. Per the IFU: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol."

Event description:
The user facility reported that a 72-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced a purge leak. A retainer was placed on the purge sidearm right after the pump was in proper position. Two hours later, a leak from the purge sidearm was observed. The purge cassette was replaced, but the leak did not resolve. No cleaning products were reported to have been used on the sidearm. A purge bypass was performed successfully, and the purge flow and rate were restored to previous baseline settings. The etiology of leak remains known. There were no reports of harm to the patient.